Manufacturer narrative:
Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The safety mechanism failed and the needle disconnected, resulting in a needlestick injury.